Event description:
It was reported that the insulin pump alarmed motor error during prime. Customer's blood glucose reading was 107 mg/dl. No significant events leading to the alarm were observed. It was reported that customer was able to rewind the insulin pump. Troubleshooting was done. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: pump was accidentally cut open before testing could be completed on the device. We are unable to test for motor error alarm and e70 alarm. Cracked reservoir tube lip noted during visual inspection.